Event description:
During product service by a baxter service technician, a flo-gard infusion pump was found to have experienced the insert slide clamp alarm. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected, functionally tested and an accuracy test was performed. The cause of the insert slide clamp alarm was determined to be a defective safety clamp. To correct the condition, the safety clamp was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.